Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2087382. D.4. Medical device expiration date: 31-mar-2027. H.4. Device manufacture date: 28-mar-2022. D.4. Medical device lot #: 2188472. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 07-jul-2022. D.4. Medical device lot #: 2202914. D.4. Medical device expiration date: 30-jun-2027. H.4. Device manufacture date: 21-jul-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with 3 lots of mckesson prevent® sg glide safety hypodermic needles the needles were clogged. This occurred with 1 needle from lot# 2087382, 7 from lot# 2188472, and 3 from lot# 2202914. The following information was provided by the initial reporter: clogged needle.

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The sample did not expel the solution; this needle is clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that prior to use with 3 lots of mckesson prevent® sg glide safety hypodermic needles the needles were clogged. This occurred with 1 needle from lot# 2087382, 7 from lot# 2188472, and 3 from lot# 2202914. The following information was provided by the initial reporter: clogged needle.